Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm during a bolus and an motor position encoder error. The customer's blood glucose level was 280 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion test due to motor error alarms. Unable to confirm other error alarms due to an over written history file. The pump was received with cracked battery tube thread, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window.